Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 480 units of insulin. The customer¿s blood glucose level was 250 mg/dl. Reportedly, the customer was not performing the air removal step when filling the cartridge. Tandem technical support instructed the customer to properly fill the cartridge but still received a minimum fill notification with 400 units of insulin. Reportedly, the customer had manual injections as a form up back up insulin therapy.

Manufacturer narrative:
Corrected: user guide states: the t:flex pump user guide instructs the user to remove any residual air from the cartridge.